Manufacturer narrative:
The device is not available for evaluation, however, a lot history review should be conducted. Additional reporter: (B)(6).

Event description:
An event occurred on an unspecified date in november 2025 and involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm. The customer reported that during the chemotherapy (cyclophosphamide )infusion, drug leakage was detected from the air filter vent. The product was stored in original packaging at room temperature. The device was changed out/replaced with no further problems encountered. There was patient involvement and no reported patient harm / injury.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.